Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician verified the vent inop occurrence. The service technician reported that the pressure tubings were found to be reversed. The device had been previously serviced on (B)(6) 2010. The service technician corrected the placement of the tubings to address the reported event. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Tubing placement.